Manufacturer narrative:
Tandem¿s t:slim x2 pump user guide indicates: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally left the tubing connected to the body during the fill tubing process. Reportedly, the customer delivered 26 units of insulin. The customer inquired how long it would take to fill the tubing; tandem technical support (cts) informed the customer that with the 23 inch tubing, it takes about 16 units. Cts advised the customer that approximately 10 units of insulin was delivered into the body and stated that this was an estimated guess; customer acknowledged. Cts advised the customer to contact doctor regarding the issue and to discuss how to prevent blood glucose (bg) level from going too low. The customer's bg level at the time of the report was 246 mg/dl. Although cts offered to follow up with the customer, the customer declined.